Manufacturer narrative:
(B) (4) (medication administered): eval results - (cva/stroke).

Event description:
On the date of patient discharge the patient had increased fluency of speech, less difficulty word finding, was oriented and was approaching their baseline as stated in the discharge summary.

Event description:
Two lesions were treated during the index procedure. One endeavor sprint coronary drug-eluting stent was implanted to the proximal lad and one endeavor sprint coronary drug-eluting stent was implanted to the mid lad. It was reported that the pt suffered an ischaemic stroke. Pt was admitted approx 6 weeks post index procedure with an altered mental status. A CT of the head revealed a small acute infarction of the left superior frontal gyrus. Mental status improved with treatment of hypertension. Diagnosis was based on a radiological eval and was confirmed by a neurologist. Pt recovered with treatment (medication) and was discharged from hospital 3 days later. Investigator reported that there was no relationship between the stroke and the study device or study procedure. (MFR. Report # 2953200-2010-00195).

Manufacturer narrative:
(B)(4).